Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds and low impedance. The physician had decided to monitor the lead until pulse generator change-out. No additional information was available.